Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels elevated after changing out the infusion set (240 mg/dl). Elevated bgs were treated by changing out the cartridge/ site and the issue corrected.